Event description:
Device report 1 of 2. Reference MFR report# 1627487-2012-09508. The patient is implanted with two percutaneous leads (from different lots). It was also reported, the pt has been receiving good coverage since implant. However, he feels his pain has worsened in his right leg. X-rays were taken and nothing appeared to be abnormal. The pt has been referred for a CT scan. The pt is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.